Event description:
It was reported the charger and programmer can no longer communicate with the ipg. X-rays were taken and revealed the ipg has flipped. The pt will undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.